Event description:
It was reported to medtronic neurosurgery that the patient had a ventriculoatrial shunt placed for idiopathic intracranial hypertension in 2013. According to the report, the patient had recurrent symptoms and a broken distal catheter was identified. The report stated that the distal 10 cm of catheter had migrated from the venous system to the pulmonary vasculature. Reportedly, the patient was not symptomatic, but required surgery to replace the distal catheter of the shunt system. According to the report, the broken catheter was removed by interventional radiology. The report stated that the patient seems to be doing ok at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.